Event description:
Report of explant of device due to "dehiscence at incision" received per annual device tracking report." No product returned for analysis. Follow up with hcp revealed the onset of the infection was 8/2000 with an infected incisional wound opening in the device pocket area. Pt had experienced blunt trauma to the pump site prior to development of the opening. No culture was obtained. The pt was treated with total system explant and IV and oral antibiotics. The infection has resolved.